Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical devices: guide wire: command es 300, sheath: terumo 90cm, stent: supera 5.0x200. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported patient effect and the treatment appears to be due to operational context. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of embolism, as listed in the supera instructions for use (adverse events section) is a known patient effect. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The 5.0x200mm supera referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a mildly tortuous chronic totally occluded distal femoral vein. Pre-dilatation was performed with a 5.0 x 150 mm non-abbott balloon catheter at 25 atmospheres. A 5.0 x 150 supera stent was placed in the superficial femoral artery without issue. Pre-dilatation in the femoral to popliteal arteries was performed with a 4.0 x 150 mm non-abbott balloon catheter at 25 atmospheres. A 4.0 x 150 mm and 5.0 x 200 mm supera stents were placed overlapping 1 cm with restored flow. Control angiography revealed there was a small emboli in the overlapped segment of the two stents. A diagnostic catheter and then a non-abbott stent were successfully used to treat the embolism. Control angiography was performed which showed no remaining emboli and re-established flow. The patient was discharged in good condition. There was a clinically significant delay in the procedure due to the emboli. No additional information was provided.